Manufacturer narrative:
Per the t:slim user guide: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an auto-off alarm after not interacting with the pump for 12 hours. The contact or customer could not recall the blood glucose level. The customer was to speak to the healthcare provider about possibly changing the time setting for the pump's auto-off safety feature.